Event description:
Event description cpi received information that a patient with this ventak mini implantable cardioverter defibrillator (ICD) had defibrillation threshold testing greater than 33 joules at the time of implant of the device. This ventak mini has a maximum delivered energy of 29 joules. The patient experienced a rhythm requiring conversion and the ICD delivered 5 shocks, during episode one, that did not convert the patient. The patient then had an agonal rhythm and the shock was diverted. The third episode was also an agonal rhythm and the shock successfully converted the patient. The patient was subsequently placed on a ventilator due to a low pacing rate. The physician elected to explant the ICD and replace it with a device that could deliver a higher energy shock.